Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. The data revealed the telemetered battery voltage was 2.59v while the daily measurement was 2.9v.

Event description:
Low battery voltage measurement in the office was reported. Initial battery voltage measurement was 2.59v and a second measurement was 2.27v. Battery voltage trend data from the device showed 2.9 to 2.93v. No patient complications have been reported as a result of this event.

Event description:
Low battery voltage measurement in the office was reported. Initial battery voltage measurement was 2.59v and a second measurement was 2.27v. Battery voltage trend data from the device showed 2.9 to 2.93v. It was later reported that the device only lasted about five years, which seemed less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed that the telemetered battery voltage was 2.59v while the daily measurement was 2.9v.